Manufacturer narrative:
Section a6: unknown/ not provided. Asku. Device evaluation: visual inspection was performed on the suspect product and found the lens was cut in half and coated in viscoelastic residue. The lens was cleaned, and the lens was observed scratched and damaged. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no product deficiency or product malfunction could be identified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) 26.0d power size, was explanted from the patient's left eye and replaced with the same model but 3.5 lower diopter size power iol due to unspecified injury. The patient status indicated fully recovered. Follow up was asked about the visual issues and response stated not applicable. There was no incision enlargement, no vitrectomy, and no sutures performed. Directions for use was followed. No other information was provided.